Event description:
It was reported by the customer that while using our temperature sensing foleycatheter, the clinician had a foley catheter with a temperature probe inserted in a patient. The internal temperature was reading 38 c. They asked whether there was anything they needed to do to calibrate it, as the temperature had previously appeared low at 33 c.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6). The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's phone number:(B)(4). The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labelling review could not be performed since no material number was provided. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: d, e. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the clinician had a foley catheter with a temperature probe inserted in a patient, and the internal temperature had been low at 33c while the oral temperature had been 38c.